Manufacturer narrative:
Pump passed displacement test, basic occlusion, occlusion test, prime and excessive no delivery test. Unit primed properly during testing. Unit received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via email that she was priming the insulin pump multiple times prior to insulin coming out and she also experienced high blood glucose. The customer's blood glucose was unknown. The insulin pump will be returned for analysis.